Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure reloaded, the software and replaced the cpu. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system was having difficulty in booting up. System had to be rebooted 3 times before it would fully boot up. There was no report of patient injury.